Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on or around (B)(6) 2004. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper election or positioning of components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on or around (B)(6) 2004. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received on patient's medical records revealed patient's revision procedure on (B)(6) 2013 was due to adverse local tissue reaction and elevated metal ion levels. The patient's operative report noted fluid. Additional information received that patient's blood was tested on (B)(6) 2013 and on (B)(6) 2013. The product identification is now known.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date ¿ no information, PMA/510(k) number ¿ no information, manufacture date ¿ no information. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.